Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2021, the patient was asleep and the spouse said she had a hunch that he might be low. The cgm displayed 135 mg/dl. She attempted to wake him up and when he did not respond she called emergency medical services (ems). After paramedic arrival the bg finger stick was 38 mg/dl and the cgm value was 134 mg/dl. Paramedics treated the patient with IV glucose and several minutes later he regained consciousness. After treatment his condition stabilized and he felt normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.